Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 7.4 mmol/l (compact plus system) and 2.9 mmol/l (aviva system). No symptoms reported, however, customer self- treated by drinking orange juice. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the aviva system.